Manufacturer narrative:
E1. Initial reporter address 1: (B)(6). E1. Initial reporter city:(B)(6). Device evaluated by manufacturer: the device was returned for analysis. Based on the potential root causes identified in the fmea and the complaint report, the following attributes were examined: a visual and microscopic examination identified a pinhole in the balloon material. The pinhole was located at 1mm distal to the distal marker band. Blade detach and blade damage were identified as follows: blade 1 - a blade segment from one of the blades was found to be missing (from the break point to distal end of the blade). The pad remained secured on the balloon. Blade 2: a proximal blade segment was lifted out of its pad with t slots exposed at break point. No issues were noted with the pad. Blade 3: a distal blade segment was lifted out of its pad with t slots exposed at the break point. No issues were noted with the pad. Multiple kinks were noted along the length of the hypotube. No issues were noted with the tip of the device. A visual and microscopic examination found no issue with the marker bands.

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion area was located in a severely tortuous and moderately calcified blood vessel. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon device was advanced for dilation. However, the balloon ruptured at 8 atmospheres upon the first inflation. The device was removed by normal method and the procedure was completed with another of the same device. There were no complications reported and the patient was stable post procedure.

Manufacturer narrative:
Initial reporter address: (B)(4). Initial reporter city: (B)(4).

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion area was located in a severely tortuous and moderately calcified blood vessel. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon device was advanced for dilation. However, the balloon ruptured at 8 atmospheres upon the first inflation. The device was removed by normal method and the procedure was completed with another of the same device. There were no complications reported and the patient was stable post procedure.